Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #1627487-2014-12092, 1627487-2014-12094, 1627487-2014-12095. The patient has two systems implanted. It was reported the pns system's leads (off label use) were explanted because the patient had a si joint fusion to address the issue. The patient experienced pain at the thoracic ipg pocket site. The thoracic ipg (device 1) was explanted. The pns ipg (device 2) was relocated to a new pocket site and connected to the patient's thoracic scs system's lead, as it was the newer ipg. The patient reported effective stimulation therapy post operative. The explanted devices will not be returned to sjm.